Manufacturer narrative:
The surgical site area receives a lot of motion thus potentially causing the device to migrate. Ideally, the device is entirely embedded so there is a layer of fascia between it and the wound closure. It is possible that the neuroshield saw a lot of motion in the lower extremity location and if not secured properly, this could have caused it to migrate near the wound closure, though this is only speculation.

Event description:
Neuroshield was implanted during a tarsal tunnel release on (B)(6) 2023. The doctor reported that it had to be removed as it had started to come out of the incision approximately 3-4 weeks later. The events described above were reported to a checkpoint representative on 11nov2023.